Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the rep that the thresholds have been high since implant and also experienced loss of capture. The physician decided to reprogram and monitor the lead for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The atrial lead position check also failed. The lead re mains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.